Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards canada affiliate, approximately 2 years 5 months post transfemoral tavr procedure with a 20mm sapien 3 valve, the valve was explanted due to an elevated gradient at 35mmhg. Upon surgical removal, there was noticeable pannus present. An edwards surgical valve implanted. The patient was discharged on post operative day 4 without issue. Per medical opinion, the 20mm sapien 3 valve was probably too small when initially implanted and there was likely some patient-prosthesis mismatch.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for pannus formation was unable to be confirmed due to medical record and imagery unavailability. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'two years and five months post implant the valve was explanted and a 23mm perimount magna ease was implanted instead. The surgeon also felt in hindsight that the 20mm valve was probably too small when initially implanted and that there was likely some patient-prosthesis mismatch as well.' The exact etiology of pannus formation is not known. Multifactors are involved in its formation. Basically, pannus represent a bioreaction to prosthetic valves associated with coexisting factors such as surgical technique, thrombus organization from inadequate anticoagulation, infection and wall shear stress. The effect of pannus formation on hemodynamics depends on the extent and site of fibrous tissue. Pannus that extends to the orifice and hinges of the s3 valve may interfere the device functionality by restricting the leaflet motion or narrowing the orifice of the valve, thereby increasing the pressure gradient. Due to insufficient information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.